Event description:
It was reported while in use on a patient that was being transported, the 840 ventilator generated an error message indicating a breath delivery (bd) power on self test (post) error. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The service engineer (se) inspected the device and replaced the breath delivery unit (bdu) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A breath delivery printed circuit board (pcb) was returned to covidien/medtronic¿s failure analysis. A visual inspection found no table conditions. An investigation was performed and the failure analysis technician reported that the reported condition could not be duplicated.